Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that cerebrospinal fluid (csf) leak occurred (bandage was wet) during the scs trial procedure on (B)(6) 2018. Patient reported headaches. Blood patch was performed and the csf leak resolved. Patient is referred to the neurosurgeon.